Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer's current blood glucose was 200 mg/dl. The customer's mother is not sure if the high blood glucose was cause of basal patterns. The customer was advised that we could troubleshoot on high blood glucose. The customer's mother stated that she will just monitor. The customer's mother is requesting with programming the insulin pump.